Manufacturer narrative:
Product analysis: analysis noted that the lower case battery drawer and the ventricular output connector were broken. Additionally, both wires on the lcd screen were pinched between the keypad flex and battery compartment. The wires were routed incorrectly over the battery compartment and caused damage to the keypad flex. An error message was noted in the device logs, with the main printed circuit board (pcb) found to be out of electrical specification. Two case screws were contaminated and the main seal was damaged and missing a piece. All defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.